Event description:
Pt was an (B)(6) male with basilar artery (ba) occlusion. Two passes with a merci retriever v 2.5 soft and two passes with a merci retriever v 2.5 firm were made for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 0 after treatment. Diffuse subarachnoid hemorrhage (sah) at ba cistern was confirmed on a post-operative CT scan. Pt expired (B)(6) days post-operation. Tissue plasminogen activator (t-pa) was not administered t the pt during procedure. No medical intervention was performed (pt had already been in a severe conditional prior to treatment). Physician believes that the sah is attributed to the use of merci retrievers and that the pt's outcome is related to ischemic stroke (ba occlusion) and not related to the sah.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.5 soft device could not be reviewed.